Event description:
It was reported that the ilet user attempted to insert an inset 6 mm infusion set, but the set deployed incorrectly and fell out of the applicator. The user then replaced the infusion set without further issues, consistent with a use-related insertion error involving the infusion set component. No reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to an improper or incorrect insertion procedure of the infusion set. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.